Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(6) units of this code batch. There are no units in our stock. We have received 1 closed sample and 1 opened that contains only two sutures, one with the needle detached from the thread and the other one with the needle attached to the thread. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the eight sutures of the closed sample received and the results fulfil the requirements of b. Braun surgical (bbs): 0.155 kgf in minimum and 0.448 kgf in maximum (bbs requirements: 0.080 kgf in minimum and 1.590 kgf in maximum) final conclusion: although the results of the closed sample received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that when they pierced the take off needle, it came off during a suture demonstration using a silicone suture pad. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.